Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing and x-ray examination was normal. Visual inspection of the lead did not find any anomalies except for procedural damage. The lead was returned with the helix retracted and clogged with dried blood. After cleaning the helix, the helix could be extended and retracted.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the patient's right atrial (ra) lead exhibited loss of capture. X-ray imaging showed that the lead was dislodged. The lead was explanted and replaced. Patient condition was stable throughout procedure.